Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by poor drain and abdominal pain. The cause, treatment and patient outcome were not reported. On the same day as the event onset, the patient was hospitalized due to poor drain and abdominal pain. Three days after the event onset, the pd catheter was removed and the patient was temporarily transferred to hemodialysis. The reporter declined to provide additional information.